Event description:
An ocd analyst obtained an unexpected reactive vitros ahav igm result (1.25 (reactive) vs. Expected result < 0.8 s/c, negative) from a single patient sample obtained during a routine stability test event while using the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected result was not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a customer obtained an unexpected reactive vitros ahav igm result from a single patient sample during a routine stability test event while using the vitros eci system. The investigation could not determine a definitive root cause. An instrument, an unknown sample interferent or use of expired reagent cannot be ruled out as contributing factors. Although expired ahav igm reagent is used for this testing event, the sample was expected to produce ahav igm negative result.